Event description:
It was reported that the patient had a dye study but the results were not known. However, a possible catheter revision and pump replacement were to take place. It was later clarified that this patient had a loss of therapy and tenderness and swelling at the implant site. During the revision, the catheter was found to be sheared and coiled up in the pocket. The pump was confirmed flipped. All the segments of the catheter and pump were explanted. The patient was reportedly "trim planted" with a new pump and catheter and the drug was lowered. This device system delivered hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).